Event description:
It was reported that the patient had a possible infection. Symptoms of pain and tenderness at the implant site were noted. The patient was advised to contact the health care provider regarding infection and device evaluation.